Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that the procedure was being performed on a pt in interventional radiology. The catheter was being placed in the patient's right internal jugular. When the physician attempted to pull away the sheath, only one side came apart correctly. The other side had to be torn away with a clamp. There was a delay in treatment with no harm to the pt, no pt death and no pt complications were reported.